Event description:
It was reported the pt has lost stimulation from her scs system. The pt's ipg will not communicate with external devices, and a communication error is displayed. An sjm representative met with the pt and confirmed the communication issue and identified that the pt has gained some weight since product implant. Additionally, it was reported the pt was experiencing pain at her scs ipg site, surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Correction number. 1627487-0726021-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.